Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dark rubbery foreign material clogging the nozzle which was attributed to insufficient handling/cleaning. The foreign material could not be removed from the nozzle and there was no detrimental deformation of the nozzle. Additional evaluation findings were as follows: the air/water was insufficient, the bending section cover adhesive was discolored, was lifting and was worn out; the plastic distal end cover was cracked and the insulation resistance failed due to this. The light guide lens was cracked, the charged couple device cover lens was chipped, the bending angulations were out of specification, the image had white dots, the air/water cylinder and the suction cylinder had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had an insufflation issue. The issue was found during an exam using the colonoscope. Another similar device was used to complete the exam. Inspection and testing of the returned device found a dark rubbery foreign material was found clogging the nozzle. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.